Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the patient underwent a spinal surgical procedure. Sometime post-op the patient reported having pain which was thought to be caused by the protrusion of the nut in the crosslink. The patient underwent a revision surgery to remove the crosslink. No additional patient complications were reported.